Manufacturer narrative:
The insulin pump was received unable to prime during the prime test due to moisture damage inside the force sensor resistor. Moisture damage was found on the motor. The pump passed operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion test. Unable to perform occlusion and excessive no delivery test due to prime anomaly. No clock monitor frequency error, unexpected restart alarm noted. Displayable history crc check failed alarm was confirmed in the history file due to corrupted history file. No damage found on the interface board noted. All buttons functioning properly. No damage in keypad assembly noted. Inspected the lcd connector and no unlocked connector noted. No display anomaly or icons anomaly noted. No unexpected pump shut down anomaly noted. The insulin pump was monitored for several days and no blank display anomaly noted. The insulin pump had severely scratched worn display window and cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms including unexpected restart. The customer's blood glucose reading was 370 mg/dl at the time of incident. Troubleshooting found that the pump keypad buttons are not working and the pump had alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.